Event description:
It was reported that the asymptomatic patient presented in the clinic for follow up. Upon interrogation, the right ventricular lead exhibited low impedance and noise. The noise was reproducible. A lead fracture was noted. The lead was capped and replaced. The patient would be monitored with routine follow ups.

Manufacturer narrative:
(B)(4).